Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 542 mg/dl. Customer stated other blood glucose value was 250 mg/dl, 349 mg/dl. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege insulin pump was under delivering. Customer was performed high pressure test and insulin flow blocked alarm appeared. Troubleshooting was performed. The insulin pump will not be returned for analysis.